Event description:
Information was received that a cadd ms3 pump leaked remodulin onto her clothes and a rash developed where medicine was located. New pump installed and patient experiencing nausea, vomiting, and diarrhea. Called her md and they recommended decreasing pump rate to 0.022 ml/hr. Dose amount 101 ng/kg/min, frequency: continuous, route: sq. Date of use: (B)(6) 2018 to current. Reason for use: pah. No reported long term effects.